Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her device moved. When the patient came out of surgery, the patient's mother decided to turn the device on. The patient was in a great deal of pain and could not figure out how to turn the device off. The patient was unable to adjust stimulation and the display showed "call your doctor." The device was in a power on reset (por) condition as well. When the patient attempted to synch the programmer with the device, the pain increased. It was noted that a "bear paw" warming device was used and may have caused interference. A company rep met with the pt in the hospital. The rep turned all settings to 0 and reprogrammed/made adjustments. The patient met with her physician and the company rep on (B)(6) 2011 and was doing "great and in great spirits". There appeared to be no further issues.